Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, yellow and brown particles on the surface of the shell and fill channel, and crease fold. Leak test was performed and identified an opening on device. A microscopic analysis was performed which identified two sharp openings. Fill test inspection was performed and the result was no blockage. Dimensional measurement in the shell was performed and identified the thickness was within specification. Based on the device analysis the final assessment was two sharp openings on posterior assessed as unidentified (tear) openings. Additional, changed and/or corrected data: b.5., d.6b., d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation" . Device remains implanted.